Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation produced a system error 105 due to a failed motor. The evaluation also found severed motor mount screws. The motor assembly was replaced.

Event description:
It was discovered in evaluation that a pump displayed system error 105. It was reported that there was no patient involvement.